Event description:
It was reported that during a stomach transection, the staples did not fire correctly while transecting the stomach. The unformed staples fell into the patients abdomen. The procedure was completed with another device and oversewing. The patient who is in his 70's is still in intensive care.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.